Event description:
Patient had a cardiac catheterization performed about 3 months ago. Cardiac catheterization showed total occlusion of the left anterior descending artery, therefore, the patient was scheduled for percutaneous coronary intervention (pci) about one week later. During angioplasty, chronic total occlusion was successfully crossed with the wire. Due to calcification, laser atherectomy was used. After atherectomy the patient complained of chest pain and had a drop in blood pressure. Coronary angiogram showed a perforation in the mid left anterior descending artery and pericardial tamponade requiring surgery to repair. Patient had an impella device placed for life support. Patient developed abdominal compartment syndrome and was in shock. The family made her comfort care and she passed away two days later.